Event description:
(B)(4). (B)(6) 2010 - received essure; (B)(6) 2011- (B)(6) 2014: extreme abdominal pain, ibs, constipation, body aches, fever, depression. 2012-2014: doctors visited: ob, gastroenterologist, rheumatologist, primary. 2012-2014: tests received - ultrasound, colonoscopy, bowel tests, CT. 2012-2014: doctors told me there was nothing physical wrong with and prescribed lexapro. (B)(6) 2014: hospitalized for five days with a severe infection and abcess in my abdomen. Received IV antibiotics and liquid diet. (B)(6) 2014: admitted in hospital for 7 days with severe abdominal pain, fever, and vomiting. (B)(6) 2014: received colon resection surgery for diverticulitis. Had one fallopian tube removed and one ovary due to scar tissue. (B)(6) 2015: ob apt with severe abdominal pain, weight gain, depression, and all over body aches. (B)(6) 2015: had radical hysterectomy. Severe scar tissue removed. Present: symptoms are gone once the essure was removed.